Event description:
Customer reported a power source alert while using tandem charging cable and wall adaptor. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by ensuring the wall adapter was plugged into a working outlet for at least 30 minutes, after which the pump began charging and no further assistance was required.